Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer stated that insulin pump gave me too much insulin as they have 21.5 active insulin right now. The blood glucose level was 125 mg/dl. The delivery was suspended and blood glucose level was 81 mg/dl. Treated with food intake. The insulin pump was not exposed to high magnetic fields. The customer will discontinue the use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged over delivery and low bgs on event date (B)(6) 2022. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08720 inches. No under delivery anomalies noted during testing. Unable to verify low bgs. Unit successfully downloaded to thump and carelink. The following boluses were delivered on event date: dailytotalofbolusinsulindelivered = 81.8 u. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and corroded battery tube. Device passed functional testing and no over delivery anomalies noted during testing. Unable to verify low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.